Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a general decrease in the hearing performance of his device. However, when applying pressure to the processor coil, he claimed to hear well. Re-implantation is considered.

Event description:
The user reported a general decrease in the hearing performance of his device. The user showed good benefit before. However, when applying pressure to the processor coil, he claimed to hear well. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information and in situ measurements from the field, it seems that the reported issue might be related to a transient air bubble over the reference electrode. Latest in situ measurements indicate normal impedance values. However, re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information and in situ measurements from the field, it seems that the reported issue might be related to a transient air bubble over the reference electrode. Latest in situ measurements indicate normal impedance values. However, the concerned device was explanted but has not been received for investigation yet.

Event description:
The user reported a general decrease in the hearing performance of his device. The user showed good benefit before. However, when applying pressure to the processor coil, he claimed to hear well. The user has been re-implanted.